Event description:
It was reported that the customer was found passed out and was taken to the hospital, due to low blood glucose. The customer's blood glucose was 38 mg/dl. The customer reports that the cause of her low blood glucose was a bolus delivered by her insulin pump that she did not recall administering. The patient was treated with intravenous dextrose and states this was an isolated issue. The current blood glucose reading is 141 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.